Event description:
It was reported that there was short circuit. There were low impedances of 253 ohms on c/0 and c/3 and 3 ohms on 0/3. No action was required as a result of the event. Impedance testing was done. The issue was not resolved and the cause of the issue was not determined. The patient had issues falling so a fall might be the reason for the short circuit but it was unknown. Therapeutic settings were not affected by the short circuit. The patient was alive with no injury. No outcome was provided. Further follow-up is being conducted to obtain this information and a supplemental report will be submitted if additional information is received. Reference manufacturer¿s report number: 3004209178-2014-21693.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0319999v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0319999v, implanted: (B)(6) 2003, product type: lead. Product ID: unknown, serial# unknown, implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient¿s left side ins was replaced. It was stated that the short circuit persists, but it is not impacting therapy.